Manufacturer narrative:
On october 16, 2023, the mentor analysis lab received the suspect medical device for evaluation. On october 17, 2023, mentor concluded that the device was a textured saline device. No lot designation was imprinted on the device. The brand name has been updated to unknown saline implants textured. Two devices returned for evaluation. Both of which had no lot or identifying side designations. As such, both devices were inspected, and both discovered to have damage. Since both devices were damaged, another file was created to document the event. This report is for device a. Refer to manufacturing report number 1645337-2023-12445 for the contralateral event. On october 19, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, leak testing and microscopic examination of the device. Visual analysis of the returned sample revealed that the saline breast implant was found to have a tear on the posterior view, measuring approximately 0.7 cm. Leak testing was performed in accordance with mentor's procedures, no other leak sites were detected. Microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant by a medical professional. As a result, the patient underwent bilateral removal and replacement with 350cc mentor memorygel breast implants on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).